Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 401 mg/dl and insulin injections were administered to address the high bg. The customer did not know the cause of the high bg. As the customer did not have backup supplies at the time of the report, insulin injections were used for insulin therapy. The customer's bg level was stable. Upon follow up, the customer reported that after resuming pump therapy, the bg level dropped to 31 mg/dl due to the insulin injections used and pump use (insulin stacking). The customer consumed carbohydrates to address the low bg. A pump system check was performed and no device issues were identified. The customer resumed pump therapy.